Event description:
It was reported. That the patient presented in the clinic. The lead exhibited loss of capture. The atrial lead was explanted.

Manufacturer narrative:
Further information requested, but was not received.